Event description:
The customer reported the batteries were weak. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the batteries and performed a functional check. The system is operating as intended.